Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator's screen is blank when turned on and the vent does not boot up. Additionally, according to customer the front panel assembly, power supply and fan needs replacement. Patient involvement is not known at this time.